Event description:
On (B)(6) 2010, the patient contacted animas alleging that keypad button presses did not activate desired pump functions. The patient claimed that the pump was not responding well to down arrow button presses. The patient indicated that the down arrow button felt flat and was intermittently sticking. The patient did not allege any harm or injury because of the alleged issue. Based on the information provided, this complaint is being reported due to the allegation that the pump was less responsive to down arrow button presses. There is no evidence, however, that the alleged issue caused or contributed to a serious injury.

Manufacturer narrative:
The pump was returned to animas and evaluated. The pump booted up to the 'verify' screen with functional auditory and vibratory alarms. The pump was intermittently unresponsive to down arrow button presses. There were no alarms related to the complaint in the download history. Contamination was observed under the down arrow button contact.